Manufacturer narrative:
Information received from the affiliate states that the distal ends of two smart control stent delivery systems became frayed after failing to cross the target lesion. The target lesion was superficial femoral artery. Mild calcification and moderate vessel tortuosity, the rate of stenosis was unknown. Contralateral approach was made with parent sheath introducer and pre-dilatation was conducted. The initial smart control ((B)(4)) was advanced but failed to cross the target lesion. The sds was pushed with extra force; the distal end of the outer sheath became frayed. The device was removed from the patient. The balloon was sized up and the lesion was dilated again. Then a second smart control ((B)(4)) was delivered. But the device failed to cross the lesion and the distal end of the outer sheath became frayed again. According to the physician, this might have been occurred due to the calcification. After the lesion was again pre-dilated several times, another new smart control was placed in the lesion without problem. There was no reported patient injury. One non-sterile pkg assy smart control, iliac 6x80ml was received coiled in a plastic bag. Stent was partially deployed 0.15 mm, and locking pin was in place. Brite tip was found damaged 'frayed.' Two kinks were detected at 38.3cm from proximal and 3.5 cm in ID band. Blood residues were found .no other anomalies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. The unit was introduced through 6 fr cordis catheter sheath introducer and no friction/resistance was felt. During analysis the brite tip was observed to be damaged 'frayed.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes, of the stent partially deployed 'pre-deployment' and 'kinks' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'frayed/split/torn-in patient' by the customer was confirmed; the cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2011-00890 and 9616099-2011-00891.

Event description:
The information received from the affiliate states that the distal ends of two smart control stent delivery systems became frayed after failing to cross the target lesion. The patient's gender and age were unknown. The target lesion was superficial femoral artery. Mild calcification and moderate vessel tortuosity, the rate of stenosis was unknown. Contralateral approach was made with parent sheath introducer (medikit). Pre-dilatation was conducted with 5x 40 crest (sjm). Initial smart control (c06100ml) was advanced but failed to cross the target lesion. The sds was pushed with extra force; the distal end of the outer sheath became frayed. The device was removed from the patient. The balloon was sized up to 6x40 crest (sjm) and the lesion was dilated again. Then second smart control (pi#2, c06080ml) was delivered. But the device failed to cross the lesion and the distal end of the outer sheath became frayed again. According to the physician, this might have been occurred due to the calcification. After the lesion was pre-dilated with the crest balloon several times, another new smart control (6x100, x2) were placed in the lesion without problem. The procedure was completed. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: parent sheath introducer (medikit), 5x 40 crest (sjm)balloon , 6x40 crest (sjm) balloon. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2011-00890 and 9616099-2011-00891.